Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unites states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hypoglycemia. Low blood glucose level was 60 mg/dl. The infusion set was in use for three days. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(6) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009150 in question was manufactured at the reynosa site. Complaint investigation: physical samples were formally requested; however, they were not provided. The reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009150 was manufactured according to the work instruction (wi) version 81 packaging in the multivac 12, on 16/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ and lot 6009150 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.